Event description:
The account alleged the siderail is not latching. No pt impact.

Manufacturer narrative:
The account found the latch cover was bent. The account straightened the latch cover to resolve the issue.